Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the dobhoff was just placed in a patient and when it was time to pull out the guide wire, they were unable to remove it. They flushed the tube and were still unable to remove the guidewire. The tube had to be removed from the patient and replaced. When the wire was pulled on, the health care provider could see it crinkled the tubing but would not come out. There was no harm to the patient.